Event description:
It was reported that the valve did not bounce when pressed during implantation.

Manufacturer narrative:
The returned valve had a large quantity of debris in the inlet connector and around the valve membrane. This debris prevented the flow of fluid into the valve. The valve was not patent. This precluded all further functionality testing of the returned valve. A review of the manufacturing records showed no anomalies.